Event description:
It is reported that device fractured and was unable to be located. The fragment was possibly left in the patient.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: it is unknown if the helmet was removed in a manner consistent with the surgical technique. Cause cannot be definitively determined. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.